Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg would not power on. Device passed all automated and bench testing with no anomalies observed. It was noted that the atrial output connector was broken, the hanger was broken, the lower case battery drawer was contaminated, three (3) plugs were contaminated (cleaned), both output connector nuts were discolored and contaminated and four (4) case screws and the hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.